Event description:
A pt reported experiencing inaccurate erratic results wtih a ot ultra meter. The pt's blood glucose results were 240mg/dl, 187mg/dl. Tests were done <10 mins apart with a difference of 22%. Pt did not experience any adverse events. No further info has been reported.